Event description:
It was reported that this right ventricular (rv) lead, which was originally implanted in the right ventricular apex, was surgically abandoned due to an infection with a suspected sepsis. No new lead was implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).